Event description:
The report stated that another device failed while in use on 12/20/96 in the cardiac unit with an e-39 error code. The settings were vt 700, rate 12.40% oxygen, flow 50 l/m. No pt info was available.